Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator was explanted to unexpected battery depletion within two years of implant. The explanted device has not been received to date. No further relevant information has been received to date

Event description:
It was reported that the patient's explanted generator was received by the manufacturer. The product has yet to undergo product analysis at this time. No other relevant information has been received to date.

Event description:
The explanted device had undergone product analysis in which a fault within one of the components within the generator was identified, and is likely the cause of the premature depletion of the battery. The reported premature end of life and failure to program claims were confirmed by the product analysis lab, in which the pcba¿s crystal may have been the contributing factor. The comparison between the returned pcba and the bench pcba test signals indicates that the returned pcba did not respond to the test signal as the bench pcba. The returned pcba aborted the test while the bench pcba continued to test. When heat was applied to the returned pcba the output signal would cease until the returned pcba cooled down. Once the returned pcba had cooled enough the output signal would resume from where it had stopped. It was observed that when the returned pcba stopped to function when output signal was on. The x-ray of the crystal on the returned pcba shows possible internal foreign matter. There is no solder on top of the crystal body or any substance on the non-component side of the board under the crystal. The crystal was removed from the returned pcba. The suspected internal foreign matter previously observed in the crystal is no longer visible in which the heat required to remove the crystal from the substrate may be the contributing factor. No other anomalies were spoken to. No other relevant information has been received to date.

Event description:
It was reported that generator has not been shipped by customer service in sweden and therefore has not been received to date. No other relevant information has been received to date.